Event description:
Just received the malem alarm from (B)(6) today. The alarm has malfunctioned the very first night. We set up the alarm and placed it by the table and started reading instructions of use. Within a few minutes, the alarm started making a strange click sound and a few minutes later, the batteries leaked out of the alarm as it was placed on the table. Very strange. The alarm was extremely hot just placed on the table. Very dangerous. I wonder what would have happened if my daughter had worn it. How can batteries leak and how can the alarm become so hot. This is to be placed near my daughter's neck.